Event description:
It was reported that during a persistent af ablation procedure using the cool path duo ablation catheter, the patient developed a pericardial effusion requiring pericardiocentesis. After 1 hour and 40 minutes of procedure time and the completion of ablation on the 4 pulmonary veins and roof line, the patient's blood pressure dropped to 70/40. An echocardiogram revealed a pericardial effusion. Pericardiocentesis was performed to eliminate the effusion. The patient's blood pressure recovered to a normal value (130/60) following pericardiocentesis and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed no anomalies. There were no issues revealed with the catheter. Electrical, deflection, irrigation and ablation simulation testing produced results within specification. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification of the pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.